Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced both surgeon side console (ssc) cardcage and the vision side cart (vsc) ccc as a resolution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. In lighthouse and artemis, these errors 31089, and 17 were found intermittently indicating a recoverable error was detected by hardware on aurora comm link, and a node faulted attempting to read data in from the wheel, respectively. Upon visual inspection, no issues were found that would be related to the reported event. This vsc ccc was installed, programmed and tested on the dv5 in house system where errors 31089 and 17 triggered during power cycle process, replicating the reported failure. The cardcage was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on. The touchpad was used, where the system build in the settings was blank. Both the vsc and ccc were connected to directly, where the ccc was unable to be connected to. The ccc was removed and taken to a programming station, where it was confirmed bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of the test and findings, failure analysis was able to conclude that the bricked vsc ccc was verified to be the root cause of the reported failure, the board has been bricked/corrupted.

Event description:
It was reported that prior to starting - post anesthesia of a da vinci assisted surgical procedure, the operation room staff contacted the technical support engineer (tse) and reported they have a console not connected or powered message and a 31089 error. Logs had not come through yet and tse was not able to identify source. Prior to calling in, customer checked fiber connections for proper seating. The tse inquired what port the surgeon console was connected to on the tower and customer reported top right. The tse had the customer power system down and hard power cycle. While the system was off, tse had the customer move the blue fiber cable for the console in the bottom port at the tower. Caller powered system back on and received the same error. The procedure was converted to laparoscopic with no reported injury.